Event description:
It was reported that the customer inadvertently delivered a 15 unit bolus. Reportedly, the customer had accidentally entered 15 units of insulin to be delivered instead of 15 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level subsequently decreased to be in the 50's mg/dl. Customer drank juice and adjusted the max bolus setting to address bg. The customer declined to perform further troubleshooting with tandem technical support.